Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the pump successfully turned on after leaving the pump plugged into the power source. Additionally it was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Reportedly, customer was experiencing issues with the pump's wake button, as it was intermittently unresponsive. Additionally, customer had an unspecified infection. Subsequently, customer was hospitalized. The customer declined to provide additional information regarding the issue.